Event description:
The customer reported mean airway pressure fluctuates during use on a patient on the 3100 a device, the customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Results of investigation: vyaire field service representative went onsite to evaluate the device. Technician did not see issue that was being reported. Unit was passing pre checks on arrival. Checked pressure panel meter connections, all clean and secure. Alarm functions checked. Final checkout performance tests/checks pass. Unit operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.